Manufacturer narrative:
Battery - (B)(4) - expiration: 11/30/2015. Battery - (B)(4) - expiration: 11/30/2015. Battery - (B)(4) - expiration: 09/30/2016. Battery - (B)(4) - expiration: 09/30/2016. Battery - (B)(4) - expiration: 11/30/2016. Battery - (B)(4) - expiration: 09/30/2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the power sources are switching from one port to the other, earlier than expected. The device was replaced. There was no impact to the patient.

Manufacturer narrative:
Corrections: additional system component being reported for this event: battery - (B)(4); MFR date: 11/24/2014 UDI# (B)(4). Battery - (B)(4); MFR date: 09/17/2014 UDI# (B)(4). Battery - (B)(4); MFR date: 09/13/2015 UDI#(B)(4). Battery - (B)(4); MFR date: 09/10/2015 UDI#(B)(4). Battery - (B)(4); MFR date: 11/11/2015 UDI#(B)(4). Battery - (B)(4); MFR date: 09/26/2014 UDI#(B)(4). FDA codes for all the batteries:(B)(4). The reported event of power switching was confirmed on the returned devices, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed multiple premature switching events caused by momentary or temporary disconnects of the battery from the controller. (B)(4) were involved in these switching events. (B)(4) had received the smr upgrade prior to these events. Analysis revealed that the devices passed visual examination and functional testing. The reported event could not be confirmed during testing; the batteries and controller did not exhibit momentary disconnections. The most likely root cause of the reported event can be attributed to momentary or temporary disconnects between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.